Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A charger load test was performed and there was no overheating found. The reported event of overheating was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/15/2017, that on (B)(6) 2017, the wall charger of the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.